Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind and e70 error alarms found at the alarm history file due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test and a21 error test due to motor error alarms. However, the insulin pump was received with normal operating currents and passed the self test. The insulin pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call of motor error with the customer's insulin pump. The customer's blood glucose level at the time of incident was 168mg/dl. The customer states the motor error alarm prompted after MRI was conducted. The customer also received motor position encoder error alarm. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.